Event description:
It was reported that while the patient is sitting upright or lying with their legs extended they experience a shocking or jolting sensation. The sensation also occurs when the patient moves their arm and is in the area of their lower back. The patient has not had any falls, trauma or over exertion and the onset of the symptoms was sudden in nature. On the day of report the device was turn off and the shocking/jolting did not occur. Impedance measurements were taken and determined to be normal with contacts 10, 11, 12, 15 from 1300-1600 ohms. Contact 8 was reported to be 2494 ohms but was not being used. A simple bipole program was attempted with the electrodes that were being used to determine if a specific electrode was the cause but the results were unknown. No interventions or outcome were provided however follow-up has been requested and if received a follow-up report will be sent.

Event description:
It was reported that the patient had ¿problems¿ three to six months prior to (B)(6) 2014, and they had to remove a ¿circuit¿ from the programmer.

Manufacturer narrative:
Concomitant medical products: product ID 3777, lot# va077se022, implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3487a-56, lot# va013ru, implanted: (B)(6) 2013, product type: lead; product ID 3487a-56, lot# v900846, implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that several different combinations of electrodes use was tried to help reduce the shocking sensation. After several combinations, the manufacturer representative eliminated the use of one of the electrodes and the shocking went away. All impedances were normal. The manufacturer representative had not heard from the patient since the last meeting and assumed things were still good.

Event description:
Follow up information received confirmed that the impedances looked good and the stimulation from the patient¿s implantable neurostimulator (ins) was good. Both the patient¿s doctor and the manufacturer¿s representative assumed that the ins system was working correctly. Further discussion included possible position changes or that one of the leads had possibly moved due to the patient bending or re-scarring into the new location. However, it was reported it they were ¿not really sure what was going on¿. No further issues have been reported at the time of report. If additional information is received, a follow-up report will be sent.